Event description:
It was reported that the device was overheating at the user facility. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.